Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the device was not getting on after pressing the power switch of device. This was due to defect in converter. The cause of converter failure could not be identified. The manufacturing record was reviewed and found no irregularities.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the doctor that during the preparation for use, the device could not be turned on. There was no report of patient injury associated with the event.